Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the cardiac region of the stomach in (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a stricture that extended from the cardiac region of the stomach to the duodenal bulb. On (B)(6) 2012, a recurrent stricture was confirmed in the area of the wallflex enteral duodenal stent implanted in (B)(6) 2012. The physician noted that it was not complete obstruction; however, intervention was required. On (B)(6) 2012, another wallflex enteral duodenal stent was implanted successfully with no issues noted. The patient's condition was reported to be "good" post procedure.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. Although the exact implant date was not provided, the stent was reported to be implanted in (B)(6) 2012. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the cardiac region of the stomach in (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a stricture that extended from the cardiac region of the stomach to the duodenal bulb. On (B)(6) 2012, a recurrent stricture was confirmed in the area of the wallflex enteral duodenal stent implanted in (B)(6) 2012. The physician noted that it was not complete obstruction; however, intervention was required. On (B)(6) 2012, another wallflex enteral duodenal stent was implanted successfully with no issues noted. The patient's condition was reported to be "good" post procedure.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be in (B)(6). The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent occlusion is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.